Event description:
It was reported that the sensor stopped working. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient¿s sensor ¿stopped working¿ for a couple of hours. The patient stated the cgm was reading ¿cgm unavailable¿. The patient did not replace her sensor and did not have any test strips to use a bg meter as a back-up during this time. At an unspecified time later, the patient began experiencing chest pain, trouble breathing, vomiting, and had chills. The patient¿s mother called emergency medical services (ems). Ems arrived and transported the patient to the emergency room. The patient was admitted to the hospital with diabetic ketoacidosis (dka), but she could not recall the medications/treatment provided to her during her admission. The patient was discharged home 4 days later. The patient was in good condition at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 codes: health effect - clinical code - e2304 chills. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.